Event description:
Related manufacturer reference number: 2017865-2022-02136. It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The patient presented in clinic with complaints of dizziness due to oversensing noise causing pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead and prophylactically exchange the pacemaker. The patient condition is stable.

Manufacturer narrative:
The device was returned for analysis due to advisory and reported event of noise was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level and no anomaly was found on the header that is related to the field concern. Analysis performed, including sensitivity test and cross talk test exhibited normal device characteristics with no anomaly contributing to noise. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.